Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. This complaint was not specific to any one patient, but rather an opinion of surgeon's experience with the implant platform.

Event description:
Procedure: anterior cervical discectomy fusion (acdf) it was reported that on (B)(6) 2017, surgeon was concerned that all variable-angle screw design (or possibly another feature) of the screw/plate system is not sufficient to post-operatively stabilize to allow fusion to occur in standard acdf procedures. Surgeon alleged that patients with these implants still have flexion/extension at the affected level(s) post-operatively. In an intra-operative maneuver he was able to visibly flex/extend a patient's neck at the affected level after implanting plate/screws, but before closing the patient. Surgeon alleged increased non fusion cases.